Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was unresponsive and the button symbols were worn. There was no additional information available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact. All keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and evidence of contaminations was visible under all of the key contacts.